Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report # 3006705815-2019-01677. It was reported that the patient was feeling stimulation in the wrong location. X-rays confirmed that the leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the anchor was explanted and replaced. Postoperatively, the patient has effective therapy.

Event description:
Device 2 of 2 - reference MFR report # 3006705815-2019-01677.